Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not detect on the communication, preventing user from removing the required medications and causing delays. The customer stated that, they were able to go to other nearby station to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1- facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not detect on the communication, preventing user from removing the required medications and causing delays. The customer stated that, they were able to go to other nearby station to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) replaced the network cable and changed the network card speed to 100 mbps half-duplex in an effort to improve connectivity, the station came back online on remote smart service (rss) and resumed synchronizing with the es server. The system functioned as intended after the field service engineer repaired the device.